Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were episodes of post paced t-wave oversensing. Also the sensing had decreased over time. The lead was replaced and patient condition was good before and after the procedure.